Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that two balloons were used to perform pre dilatation in the subocclusive lesion of the right coronary. The first was the voyager 2.75x12 which ruptured at 15 atm; therefore, an nc mercury was used. Another nc mercury was used to post dilate the stent. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). (B)(4). Results and conclusion summation - product performance engineering determined that the product's IFU states: balloon pressure should not exceed the rbp. The rbp for the voyager is 14 atm. Balloon ruptures can be affected by numerous factors including, balloon damage, materials, interactions with other devices, anatomy, calcification and tortuosity, or insufficient prep. The lesion was described as sub-occlusive, which may have contributed to the difficulties experienced. Since there was no report of any leaks noted during product preparation, this may suggest that the balloon was not damaged prior to use. A definitive cause for the reported balloon rupture cannot be determined, but there is no indication of a product quality deficiency.